Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported complaint. Errors appeared when the unit was tested on an in-house system in normal mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the customer reported problem and replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform a failure analysis. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit erbe generator displayed error c-34. The customer tried to power cycle the erbe and swap the energy cable, however the issue persisted. The customer swapped to forcetriad generator to continue. The procedure was completed with no reported injury. An intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and no errors were displayed. An isi technical support was contacted for troubleshooting, and the issue was not resolved.